Event description:
Per the clinic, the patient experienced an infection at the abutment site and was treated with steroid injection. The implanted device remains. This report is submitted on (B)(6) 2024.